Manufacturer narrative:
No conclusion can be drawn as conclusive repair info is unavailable at this time and no add'l service info was provided. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported the system displayed a high ma error message. This was displayed with pt involvement and therefore is an aro. There are no reports of pt injury or death associated with this event.